Manufacturer narrative:
Air valve, air flow sensor.

Event description:
The customer reported the ventilator has a loss of both air and oxygen gas supplies while in use on a patient. The customer reported the ventilator did alarm, and there was no patient harm. The loss of both air and oxygen gas supplies will affect the function of the ventilator. The respironics service technician was unable to duplicate the reported problem. However, the service technician confirmed diagnostic codes in log history indicating a loss of both air and oxygen gas supplies. The ventilator passed all applicable testing. The service technician replaced the air valve and air flow sensor as a precaution. Performance verification testing was completed and all tests passed per operating specifications.